Event description:
A surgeon reported that the system he uses has great difficulty recognizing 25 gauge cassettes and has to use 23 gauge cassettes instead. Because of this, the air infusion is taking too long to reach the eye, and in some cases, the eye goes flat. There was no pt harm reported.

Manufacturer narrative:
There was no sample returned for evaluation and no additional info provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event and the root cause is therefore unk at this time. (B)(4).